Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the submission of an implant usage sheet that the patient's right knee was revised. An 11x10 scorpio nrg cr insert was implanted. Patient was experiencing pain and instability.